Event description:
It was reported on 7/30/99 that the distal end of an esophageal stent began to unravel nine months after placement of the stent necessitating removal of the device. No product was returned for evaluation.